Event description:
It was reported the patient received a shock due to sensing of noise. It was also noted there was no indication that the patient had encountered emi at the time of the episode. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.